Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6), 2021. The customer¿s blood glucose level was 547 mg/dl at the time of hospitalization. The customer did experienced symptoms confusion, feeling sick unwell, headache, vomiting and was dizzy due to high blood glucose. The customer treated high blood glucose with intravenous insulin drip. The insulin pump was not on auto mode at the time of incident. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.